Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, the image disappeared during angulation in up/down directions. In addition, due to wear of angle wire, bending angle in up direction did not meet the standard value. The connecting tube had a dent. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite bronchovideoscope video was interrupted when angled. The image is interrupted almost every time with angular operation. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image upon angulation issue could not be determined, however, the issue was likely the event occurred due to the damage to the image sensor unit, failure of the internal video board connector or an issue on the system side. Olympus will continue to monitor field performance for this device.